Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the pump battery display would suddenly jump from 30% to 70% without charging. The customer's blood glucose level was not impacted. Reportedly, the customer resolved this issue by charging their pump daily.